Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 pump met resistance during attempted delivery. It was documented that the device was unable to pass the anastomosis due to the presence of a thrombus in the graft. Upon removal of the pump, a thrombus was identified in the inlet of the cage and the decision was made to abort the implant. A balloon pump was subsequently inserted for ongoing patient support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
No product was returned. The root cause of the thrombus issue was patient condition related, there was severe thrombus observed in the graft as per the clinical description provided. The root cause of the delivery anatomy issue was patient condition related, as the pump was unable to pass through the anastomosis as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.